Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is "improper use: device interface". It was reported that the patient was improperly positioned in the wheelchair leaving his right leg hanging off the side of the seat which increases the risk of potential injury if struck by an external object. The complainant reported that the wheelchair moved and pinned his knee to the wall causing injury. The complainant was not an eye witness to the account. The wheelchair was evaluated and damages to the joystick control was sustained. The wheelchair was tested and the device operated according to specification. The servicing dealer was supplied replacement components to repair the wheelchair and return to the patient. The patient/complainant will be instructed on proper usage and proper seating position with recommendation for thigh support accessories to prevent future impacts to his legs. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Event description:
Reports patient was using the wheelchair on (B)(6) 2017 with his right leg hanging off the right side of the seating system. The wheelchair moved and ran over his foot and pinned his knee to the wall. Patient broke his leg.